Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A definitive cause for the reported incomplete coaptation (single leaflet device attachment) could not be determined. The recurrent mr is due to the single leaflet device attachment (slda). There is no indication of a product quality issue with respect to manufacture, design or labeling. The other mitraclip is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment of another mitraclip. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Two mitraclips were implanted, but the posterior leaflet came out of the second mitraclip after clip deployment. A third mitraclip was implanted to stabilize the second clip and further reduce mr. The procedure was completed with mr grade 2. On (B)(6) 2018, a thoracic echocardiogram found the patient had recurrent mr grade 4. On (B)(6) 2018, an esophageal echocardiogram was performed which found another single leaflet device attachment of a second mitraclip from the original procedure. A reclip procedure was started on (B)(6) 2018, but when the clip delivery system was in the left atrium, the patient's blood pressure dropped. Pericardial effusion was noted thus a pericardial window was performed. It was then decided to convert the patient to open heart surgery since a pericardial window had already opened up the patient's chest. The original three mitraclips were surgically explanted and the mitral valve was replaced. The patient tolerated the surgery. The guide wire was the cause of the atrial perforation and subsequent pericardial effusion. No additional information was provided.